Manufacturer narrative:
Additional information: g3, h6. Information was received indicating that the involved product is not a medtronic device. No further reports will be sent for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial phase of laparoscopy, the patient's reading increased from 46 to 90, without any change in the administration of the inhaled hypnotic or any other event. The administration devices, endotracheal tube, ventilator tubing, sev oflurane delivery cassette, and monitoring equipment were checked. The sevoflurane inhalation target was adjusted to match the administration via the flow-I system. Hemodynamic parameters remained stable with a linear heart rate. The sevoflurane administration rate was increased, and 20 mg of propofol IV was injected as a test. The reading decreased to 16, then returned to 90. The cable was changed allowing the value to return to a level consistent with the administration of the hypnotic agent but the use of the monitor was then discontinued during the surgical procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.